Event description:
It was reported that during a left arterial appendage ligation procedure, the device was fired on the left arterial appendage and the staple line looked fine. Within two to four hours after surgery, the patient started bleeding. The patient was taken back into surgery and the surgeon tried to over sew the appendage but was not successful. The surgeon completed the case with bio glue. The staple line was still intact. The patient lost 3000 cc of blood. Prior to the re-op, the patient received two units of blood, during the re-op, the patient received two units of blood and after the re-op, the patient has received several more units of blood. The patient is stable but in serious condition.

Manufacturer narrative:
Date sent: 05/08/2009. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because, no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.